Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng, inr: 2.1, 1.8, 2.0. Date: (B)(6) 2010, inr: 1.4, 1.7.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.4, 2nd inr: 1.7, mean: 1.55, sd: 0.21, %cv: 13.69. The 2.1, 1.8 and 2.0 inr results were excluded from comparison test because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Analysis of customer's data revealed that repeated inratio test result comparison meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Normal donor testing by the customer produced results within normal range. Nurse who performed tests was wiping the first drop of blood then using the second drop. Sampling technique could have affected inr results. No product is expected to be returned. No further investigation required. As reviewed on 11/07/2010, six discrepant result complaints were reported for lot #237431, yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.